Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-04017. 2015691-2021-04018. 2015691-2021-04019. 2015691-2021-04020. 2015691-2021-04021. 2015691-2021-04022. 2015691-2021-04023. 2015691-2021-04024. 2015691-2021-04025. 2015691-2021-04026. 2015691-2021-04027.

Event description:
As reported by an edwards lifesciences affiliate in switzerland, through review of medical article 5 year outcomes with self expanding vs balloon expandable transcatheter aortic valve replacement in patients with small annuli, corresponding author thomas pilgrim, the following event(s) was/were identified as pertaining to an edwards device. All patients undergoing tavr at (B)(6). The present analysis included consecutive patients with an aortic valve annulus area less than 430 mm2 who underwent transfemoral tavr with either a medtronic self expanding (supra annular) thv or an edwards balloon expandable (intra annular) thv between january 2012 and june 2021. There were 14 patients with an unknown sapien valve implanted required a permanent pacemaker before 30 days after the procedure.

Manufacturer narrative:
This is one of eleven manufacturer reports being submitted for this case. The dates of the events are unknown; however, according to the article the study period was between january 2012 and june 2021. For this reason, the first day of the reported study period (01 january 2012) was used as the occurrence date. In this case, the exact valve model number is not available. Therefore, sections d1 and d4 of this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are: p110021 edwards sapien transcatheter heart valve; p130009 edwards sapien xt transcatheter heart valve; p140031 edwards sapien 3 transcatheter heart valve; p140031 edwards sapien 3 ultra transcatheter heart valve system reference article okuno, taishi, et al. 5 year outcomes with selfexpanding vs balloon expandable transcatheter aortic valve replacement in patients with small annuli. Cardiovascular interventions 16.4 (2023): 429440. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias andconduction system defects that may require a permanent pacemaker are potential adverseevents associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thvprocedure.according to the valve academic research consortium (varc) guidelines, the close anatomicalrelationship between the aortic valve complex and the branching atrioventricular bundle mayexplain these complications of the thv procedure.according to the literature review, and as documented in ew clinical technical summary forcomplaints conduction disturbances heart block, atrioventricular conduction disturbances afterthv are associated with many patient related and procedural related factors, including preoperativeco morbid status, the degree, and bulkiness of aortic valve and annular calcification,inter ventricular septal thickness, pre existing electrocardiogram abnormalities, the depth ofprosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr,where there may be localized trauma due to decalcification of the annulus and or sutureplacement in the proximity of the av node or the bundles, thv may cause conductionabnormalities through mechanical impingement of the conduction system by the prosthesis. Themechanisms of the development of heart block after thv are well documented and described inthe literature. It is also documented that preexisting heart block is common in patientsundergoing thv or surgical avr and another 4 to 6 percent will develop postoperative heart block,potentially requiring a permanent pacemaker.in this case, there was no allegation or indication a product malfunction contributed to thisadverse event. Investigation results suggest based on the limited information provided by the article, the cause could not be determined. A review of edwards lifesciences risk management documentation wasperformed for this case. The reported event is an anticipated risk of the transcatheter heart valveprocedure, additional assessment of this adverse event is not required at this time.complaint histories for all reported eventsare reviewed against trending control limits monthly, and any excursions above the control limitsare assessed and documented as part of this monthly review. As such, neither a product riskassessment, nor corrective or preventative actions are required at this time.